Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states patient was revised to address dislocation/subluxation of the patella. Pain was also reported in previous evaluations. Update rec'd 10/30/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address a partial patellar tendon laceration as well. Inspection of the infrapatellar tendon was inspected and about a third of the tendon had been lacerated with the edge of the patellar component. Upon revision the tibial insert was found to have some wear. At this time the tibial insert is also being reported. The complaint was updated on: 11/19/2015. Update ad 07 jan 2020. (B)(4) has been reopened under (B)(4) due to receipt of medical records. Medical were then reviewed by a depuy clinician. On (B)(6) 2015, the patient underwent an arthrotomy with revision of the patella and polyethylene insert and repair of the intrapatellar tendon to address the diagnosis of patellar loosening/fracture and partial patellar tendon laceration status post fall. Loosening of the patella was at unknown interface. The tibial tray and femoral components were noted to be well-fixed and were retained. The tibial insert showed evidence of wear. Depuy cement was used during this revision. Doi: (B)(6) 2005 - dor: (B)(6) 2015 (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.